Event description:
It was reported that the patient came to the clinic for a routine check and upon interrogation the device showed an error message. It was noted that the device had a partial reset due to a starvation of the hall sensor task. The device was restored to the programmed parameters. The diagnostics were not available from the timestamp before the reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same as a device marketed in the u.s. Evaluation summary (B)(4): performance data were collected from the device and analyzed. The partial reset counter was one. Starvation of hall sensor task was detected (events not handled for more than 5 seconds) and occurred on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same as a device marketed in the u.s.